Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect component for evaluation. Upon inspection, the technician was unable to find any detectable leaks around the general valve assembly. The technician reported a leak was found between the high flow meter and the flow mixer block and isolated the root-cause to be a broken o-ring that causes the leak. Carefusion will continue to track and trend any incident related to this issue.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion factory service department received the suspect device for repair. The carefusion factory service rep was able to confirm the customer's allegation and reported the unit is leaking from the pressure relief valve. To date, the carefusion factory service rep replaced the affected components, performed testing, and reported the unit meets service specifications.

Event description:
The customer reported during the overhaul interval of the infant flow plus infant CPAP system with sipap function, the unit is leaking internally, but isn't sure where. There is no report of patient involvement associated with the event.